Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm or empty reservoir alarm was noted. The unit was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The unit had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and fever. The blood glucose reading was around 400 mg/dl. The customer complained of dizziness, having poor appetite, and feeling shaky. He stated that he may have had a pneumonia. The customer that he had been treating with manual injection because his doctor did not trust the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin. He requested replacement of the insulin pump. He stated that the blood glucose readings were fluctuating between 300 and 400 mg/dl about a week after the hospitalization. Nothing further reported.